Event description:
It was reported that after the 7-10/40 acculink self expanding stent delivery system (sess) was prepared per the instructions for use, the syringe could not be disengaged from the port. A new acculink sess was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis that found that the luer was separated at the distal end.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulty removing the syringe was able to be confirmed. The handle was unassembled and revealed the luer was separated at the distal end. In this case, it is likely that the syringe was over tightened during preparation, thereby stripping the threads on the syringe, resulting in the inability to remove the syringe from the luer. Further twisting and manipulation in the attempts to remove the syringe would have caused the noted damage to the luer. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, there was no product deficiency.